Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Event description:
Allegedly on (B)(6) 2013 a fracture of the interchangeable neck was reported. Add'l info rec'd (B)(4) 2013: revision surgery performed (B)(6) 2013. The surgeon couldn't extract the broken part that was inside the pocket stem so they were force to perform a wagner windows along the femur in order to remove the stem. The neck, stem, head and liner were revised.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in (B)(6). This is the same event as 1043534-2013-01684, 01686.